Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that leads during the implant procedure experienced placement difficulty. The leads were explanted and replaced. No patient complications have been reported as a result of this event.